Event description:
Account reported an hcg result of 90.44 mlu/ml on a pt that was negative when repeated. The field svc rep repaired the instrument by cleaning the gripper fingers, incubator, tip and cup tray holder.